Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by post market clinical department. Per the pharmacovigilance physician, the clinic physician determined this event to be consistent with a catheter infection and not a possible device malfunction.

Event description:
A call received by fresenius technical support indicating two patients had "coded" at different times on the same hemodialysis machine. During follow up conversations with the clinic, it was learned that neither patient's heart had stopped and they had not "coded". The first patient was reported on MFR number 2937457-2014-02019. This report is on the second patient that was mentioned in the tech support call.